Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav ring failure. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
MFR received date: 01aug2019. Date of report: 01oct2019. The customer troubleshot with technical support. The customer confirmed the navigation ring (nav-ring) was unresponsive. The customer was sent a front bezel and replaced it to address the reported issue. The customer reported there was no patient involvement at the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav ring failure. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.